Event description:
Medtronic received information via literature regarding balloon-expanding versus self-expanding bioprosthetic valve systems for treating small degenerated surgical aortic bioprostheses. All data were collected from multiple centers between may 2017 and january 2022. The study population included 102 patients who were predominantly male with a mean age of 80 years. Multiple manufacturer¿s devices were implanted in the study population. Eight patients were implanted with a medtronic mosaic (n=4), hancock ii (n=3), or avalus (n=1) surgical bioprosthetic valve. Fifty-two patients were implanted with an evolut r (n=20), evolut pro (n=31), or evolut pro+ (n=1) bioprosthetic valve. No unique device identifier numbers were provided. Among all surgical valve patients, adverse events included: aortic stenosis, aortic regurgitation, and intentional surgical stent fracturing during valve-in-valve transcatheter aortic valve replacement (viv-tavr). Based on the available information medtronic product was associated with the adverse events. Among all transcatheter valve patients, adverse events included: myocardial infarction (mi), mean gradients >20 mmhg, mild aortic regurgitation (ar), severe patient-prosthesis mismatch (ppm). Based on the available information medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: rodés-cabau et al. Balloon- versus self-expanding valve systems for treating small failed surgical aortic bioprostheses: the lyten trial. J am coll cardiol. 2022 aug 16;80(7):681-693. Doi: 10.1016/j.jacc.2022.05.005. Epub 2022 may 18. Earliest date of publication used for date of event. Medtronic surgical valves referenced: mosaic, hancock ii, and avalus. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.